Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple, intermittent temperature alarms occurred. Additionally, it was reported the pump became hot to touch while charging. The customer's blood glucose was 120 mg/dl. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.